Manufacturer narrative:
A review of the device history record has been completed. This pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Device return requested h3 other text : device not returned to manufacturer.

Event description:
On (B)(6) 2023 (B)(6) , employee of intuvie, received a call from (B)(6) ., patient from (B)(6), and the following call notes were documented: pump had abruptly shut off. The patient tried to get the infusion running but the pump kept shutting off. The patient called in to see where he can buy the battery. Informed them that the pump malfunctioned and we cannot continue the infusion.no further details given. Infusion took place at home. Patient involved. No patient was harmed. Still need to determine if facility will be returning pump back to us.on (B)(6) 2023 infutronix received a report that a pump powered off on its own without warning, causing loss of infusion parameters. The infusion cannot resume without causing delay in treatment. Requested device to be returned.

Manufacturer narrative:
This follow-up 1 report includes: correction to section: d.4 (catalog), and new or additional information to sections: b.4, b.5, d.3, (MFR. Contact email), d.9, g.1 (MFR. Contact title, contact name, occupation title, phone, fax), g.3, g.6, h.2, h.3, h.6, h.7, h.9, and h.11. On 03-jul-2024, this pump underwent visual, physical, and functional testing per internal protocol by the complaint evaluation specialist to investigate the reported abrupt shut off. The visual/physical analysis did not find any anomalies and verified the pump's library was configured properly. Review of the device error log did not find any evidence of abrupt shut offs. The functional testing using simulated customer parameters for a 24-hour infusion was completed successfully. Therefore, the analysis was unable to confirm the reported abrupt pump shut offs. A CAPA was previously established to investigate this failure mode to determine root cause. However, further investigation was not deemed required since this pump is included in recall # z-1285-2024 as noted in sections d.7, and d.9.

Event description:
The pump associated with this complaint record was received by infutronix on 11-jun-2024. Complaint record background: the consumer reported that the pump abruptly shut off without alarming and interrupted the infusion treatment. There was no patient harm or injury reported.